Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was exhibiting noise. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition pre and post procedure.

Manufacturer narrative:
Correction - b5 and h6.

Event description:
New information received notes that the right atrial lead was exhibiting oversensing noise.